Event description:
It was reported that a patient with a history of stenosis, disc herniation, neck and low back pain, cervical pain, radiculopathy, osteophystes and previous epidural steroid injections and cervical discography, underwent a posterior lumbar interbody fusion in (B)(6) 2007 from l3-s1. Posterior lateral arthrodesis of l3-4, l4-l5, and l5-s1 was performed and a bone stimulator placed along with rhbmp-2/acs, autograft, and genex. Postoperatively, the patient presented with low back pain and lumbar radiculopathy. Patient underwent use of nim spine neuro-monitoring system and discharged home with no complications. In (B)(6) 2007, the patient again presented with back pain, bruising pain at the left hip radiating down the lateral side of the leg with numbness and tingling in the feet. In (B)(6) 2007, patient presented with low back pain and lumbar radiculopathy. Pain is starting to progress to the right hip and thigh. In (B)(6) 2007, the patient presented with cervical pain and was given morphine, lyrica, percocet, and valium. In (B)(6) 2007, the patient underwent left l3 nerve root block. In (B)(6) 2007, the patient underwent right l3 nerve root block. In (B)(6) 2007, the patient presented with cervical neck pain and was given morphine, cymbalta, and flexeril. In (B)(6) 2007, the patient underwent removal of the bone stimulator with no complications being reported and no change made to medications. In (B)(6) 2008, the patient presented with low back pain and was given reglan, morphine, percocet, balium, enalapril, cardizem, norvaso, an unknown stool softener. Impression: the patient¿s disco genic low back pain has improved, however patient continues to experience residual low back pain. Radiculopathy has completely resolved after a selective nerve root block. The patient also has episode highly suspicious for a transient ischemic attack. In (B)(6) 2009, the patient underwent a CT scan of the lumbar spine. Central laminectomy defect has been performed. There are intervertebral prostheses at l3-4, l4-5 and l5-s1. Above the fusion level at l2-3, there is disk space narrowing and a mild diffuse disk bulge. Bilateral facet arthropathy is also present at l2-3. A mild bilateral neural foraminal narrowing at l2-3. In (B)(6) 2009, the patient underwent an MRI due to pain. Impression: multilevel disk space narrowing and desiccation c3-c4 through c6-c7; central and right paracentral predominantly spondylotic protrusion c4-c5 thus abuts the ventral cervical cord; spondylotic protrusion c5-c6 that effaces the ventral cervical cord; there is mild moderate bilateral spondylotic foraminal narrowing at c5-c6. There is mild bilateral spondylotic foraminal narrowing present at c4-c5 and c6-c7. Impression: surgical change status post spine fusion and intervertebral prosthesis placement l3-l4 through l5-s1; disk bulge and facet arthropathy at l2-l3 cause mild bilateral neural foraminal narrowing. In (B)(6) 2009, the patient presented with low back pain, lumbar radiculopathy, cervical neck pain, cervical radiculopathy. The patient underwent physical therapy esis facets and lower back and a discogram in the low back. Esis facets in the cervical region. Medication: extended release morphine, immediate release gabapentin. In (B)(6) 2009, the patient presented for progress notes with low back pain. Assessment: the patient has chronic cervical pain, radiculopathy, chronic lumbar pain with disc disease. Medication: topamax 100 mg, cymbalta 60, valium 10 mg. On (B)(6) 2011: from (B)(6) 2011, the patient presented for follow up notes. The patient has chronic lumbar pain with lumbar facet arthropathy and lumbar degenerative disc disease and cervical pain with cervical radiculopathy symptoms. In (B)(6) 2012, the patient underwent 2 bilateral medial branch block injections, one at c3-4-5 and one from l4-s1. From (B)(6) 2012, the patient presented for follow up note. The patient has chronic lumbar pain with lumbar facet arthropathy and lumbar degenerative disc disease and cervical pain with cervical radiculopathy. From (B)(6) 2012, the patient presented with back pain-lower region and shoulder pain. Medications: ms contin 30 mg tablet, diazepam 5 mg tablet, oxycodone 30 mg tablet. Assessment: brachial neuritis unsp; degen cervical intervert disc; cervicalgia; lumbago; degen lumbar intervert disc; postlaminectomy synd lumbar region; thoracic/lumbosacral neuritis unsp; unsp arthropathy site unsp; unsp arthropathy oth sites; chronic pain syndrome; fibromyalgias; cervical spondylosis; spinal stenosis, lumb, w/o neurogen claud, lumbosacral spondylosis; degen cervical intervert disc; lumbosacral spondylosis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.